Event description:
Complainant alleged that during biomed testing, they were unable to connect the pads to the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is complete.